Manufacturer narrative:
Citation: biernacka e et al. In-hospital results of 84 percutaneous pulmonary valve implantations. European heart journal, volume 39, issue suppl_1, august 2018, ehy563.p3595, doi: 10.1093/eurheartj/ehy563.p3595. Published: 28 august 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the in-hospital outcomes in patients following percutaneous pulmonary valve implantation (ppvi). All data were collected from a single center between december 2008 and february 2018. The study population included 84 patients (predominantly male; mean age 71 years), 47 of which were implanted with medtronic melody bioprosthetic valves and 3 were previously implanted with medtronic contegra valved conduits (no serial numbers provided). Among all melody patients, adverse events included: pulmonary homograft rupture and valve compression both requiring elective surgical intervention. Among all patients in the study population, adverse events included: mild-moderate pulmonary regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. Among all contegra patients, adverse events included: pulmonary stenosis, significant pulmonary regurgitation, or combined lesions requiring ppvi. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.